Event description:
The loaner handpiece was returned to the MFR for service, and during the eval the device began leaking an unk substance. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The loaner handpiece was received at the MFR for service. During the eval a leaking condition was observed and then reported. A sample was collected from the device. Based on the investigation details, the likely cause for the reported event was a problem with the e-box, which was replaced along with other components.